Event description:
Pt reported the infusion device switched off with an error message. Pt stated the incident occurred at night. Pt reported waking up with an elevated blood glucose level. Pt's blood glucose level was not provided. Pt's normal blood glucose range was not provided. Treatment received was not provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.